Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an external neurostimulator (ens), and it was reported that during implant the lead was initially placed at the t8/9 level, but when the doctor pulled out the needle the lead slipped to the t11/12 level, and though the doctor tried to advance the lead, she was not able to get original lead placement. The patient had a good trial with significant pain relief. It was also reported that the trial stimulator had come detached from the patient during the trial, and the rep believed that this caused further migration leading to a loss of stim, however the rep was still able to get the patient to experience stim after this with reprogramming, before the lead was removed at the end of the trial. There were no reported complications and no further complications were expected. Patient was implanted for trial stimulation.